Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found the pin 1 on the rj-11 receptacle is bent however, the sensor connection does not fit loose in the alarm's receptacle. The unit powers on and passes all functional tests. The aqualert water indicator label shows moisture exposure. (B)(4).

Event description:
The customer reported that when an attempt is made to connect the rj11 clip into the alarm the connection is loose. There was no visible damage to the alarm reported. There was no pt incident or injury reported.